Event description:
A report was received from an eyecare practitioner of patient who experienced severe pain od. Associated with wear of focus monthly visitint lenses. There was a central ulcer present, with an anterior chamber reaction, and scarring is anticipated. A culture was taken, but the results are not available. An unspecified eyewash was prescribed. No additional information is available concerning signs, symptoms, treatment, or outcome.